Event description:
During routine preventative maintenance testing at the user facility. Channel a of the device did not sound an audible alarm while on the low volume setting. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.